Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device closed on the artery and would not open. After a few minutes of jiggling the handles, the device opened. After the device was opened, the or supervisor stated that there was a white tip at the jaw area. When the device was fired, the surgeon felt a grinding in the firing handle. The device was also firing multiple clips at a time. The device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. Although, no functional testing could be performed to evaluate opening issues, a corrective action has been initiated. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device fired through lockout, empty, indicator wheel failure.